Event description:
Affiliate reports a separation of the minicap disconnect cap from the transfer set adapter. Noted during use. No patient injury or medical intervention was reported per baxter affiliate.